Event description:
It was reported by the customer, "after opening the outer packaging of the catheter, it was found that the groshong PICC catheter there were obvious creases on the catheter when carefully inspected. There was no problem about the unreasonable placement of sharp objects, and when I carefully observed the catheter, I found that the catheter and the supporting guidewire in it were obviously creased". 01/09/2025 - the stylet returned for evaluation was found to exhibit a kink.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kink along the stylet is confirmed but the root cause could not be determined. Two photographs of a groshong stylet were returned for evaluation. One photograph of the device packaging was returned for evaluation. An initial visual observation of the first photograph showed the stylet inside the groshong catheter to have a kink along the stylet. The catheter was observed to be laying on an opened groshong tray packaging. No obvious use residues could be observed from the returned photograph. The second photograph of the stylet showed the stylet outside its groshong catheter with a kink along the stylet. Because a kink was observed along the stylet in the photograph, the complaint is confirmed. However, because the kit was opened the cause of the failure could not be determined. This complaint will be recorded for future trending and monitoring purposes.